Manufacturer narrative:
Other relevant device(s) are: product ID: 748251, implanted: (B)(6) 2009, serial/lot #: (B)(4), ubd: 20-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had their ins replaced in an elective procedure to switch to a competitor's ins. During the replacement procedure a rust-like substance was found adhered to the connection part of the #2 circuit. It was observed while detaching the extension from the existing ins. Product degradation was suspected, as 10 years had passed. Furthermore, it was noted slightly higher impedance was observed in the #2 and #3 circuit after the new ins was connected. The extension remained in as the impedances were not high enough to indicate a fracture. The issue was considered resolved. No patient symptoms or further complications were reported as a result of this event. Impedance information from (B)(6) 2018, right side system tested at 0.70v: c & 2 5186 ohms, c & 3 3802 ohms, 0 & 2 5533 ohms, 0 & 3 4190 ohms, 1 & 2 5222 ohms, 2 & 3 8134 ohms.